Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement field generator shipped to site (B)(4) 2014. Medtronic investigation of suspect field generator, returned on (B)(4) 2014, finds that when the field generator is connected, the cranial software becomes unresponsive. The navigation tab had red status and has error axiem emitter memory error. Diagnostics shows a fault on all 9 coils. There is an amplifiers muted fault and an amplifier current error on all 3 amps. Red status/no tracking - electrical failure. Return requested. Replacement emitter shipped to site (B)(4) 2014. Medtronic investigation of suspect emitter, returned on (B)(4) 2014, finds the axiem unit was returned with the tamper seal broken. The axiem unit was connected to a test system with the ent application. The navigation tab remained in green status and displayed communicating with axiem system. The status led remained 7 which is normal operation. No communication faults were observed during testing. The unit navigates normally on all 4 ports. The axiem unit passed the pegboard test with an error of 2.414mm. Fully functional. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative, registered nurse (rn), reported that when booting up the site navigation system, the software become unresponsive on the select surgeon task. None of the surgeon profiles, or admin/exit buttons could be selected. In trouble-shooting, the system was re-booted, restoring normal function. After selecting the surgeon profile, the system, again, became unresponsive. There was no patient present when this issue was identified.